Event description:
Report #3 of 3 received from a abbott international affiliate of filter leaks. The report states "set leaking where tubing connects to the filter." A pharmacy technician prepared an infusion of fluorouracil in 5% dextrose. The tubing set was attached to the solution and primed. There was no leakage noted at this point. The tubing setup was then taken to a clinic where it was dispensed for home use. The patient was at home and connected to the infusion for several hours when a leak was noted where the tubing connects to the inline filter. The spilled solution came into contact with the patient's skin. Additional information has been requested, however, none has been provided.